Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited an upstream occlusion alarm. It was reported the way the bag of total parenteral nutrition was hanging caused it to sit on the bottom of the backback causing the alarm due to a kink preventing outflow. No adverse patient effects were reported.